Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficult introducer insertion was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4.5fr microintroducer dilator/sheath. Blood residue was observed throughout the sample. The tip of the peel-apart sheath appeared to be buckled and deformed. Microscopic inspection of the distal end of the sheath revealed several longitudinally aligned splits. The edges flared outward. Abundant buckling was observed near the distal end. The buckling, outward flaring edges and splits were consistent with damage caused during attempted insertion through a too-small incision and/or at a too-steep insertion angle. The product IFU states ¿advance the small sheath and dilator together as a unit over the guidewire, using a slight rotational motion. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator.¿ a lot history review (lhr) of recn0631 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the front end of introducer sheath was found to have been split when it was being delivered during catheter insertion. It was replaced with a new mst kit for insertion.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recn0631 showed no other similar product complaint(s) from this lot number. Device not yet returned.

Event description:
It was reported that the front end of introducer sheath was found to have been split when it was being delivered during catheter insertion. It was replaced with a new mst kit for insertion.